Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead dislodged approximately one month after implant. The lead was repositioned. The lead then dislodged again one month later and another revision procedure was performed. The lead remains in use. No patient complications have been reported as a result of this event.